Event description:
It was intended to use a 2.50 x 14 mm endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the lad. The lesion was tortuous and had 80 % stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. It was noted that the stent was deformed during positioning. No patient complications are reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th proximal stent segment was raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation, results: patient' condition affected effectiveness of device (tortuous and severely calcified lad lesion with 80% stenosis) 313: inherent risk of procedure (stent deformation), deformation problem (stent); conclusions: device failure/lack of effectiveness related to patient condition (tortuous and severely calcified lad lesion with 80% stenosis), known inherent risk of procedure (stent deformation). (B)(4).